Event description:
The stent was prematurely deployed outside of the pt during preparation. The pt was female, age unk. Target lesion was superficial femoral artery. The vessel was moderately calcified and tortuous. Rate of stenosis was unk. There was no damage noticed to the packaging when opened. The product appeared normal when taken from the packaging. The device was properly inspected and prepped. The stent was prematurely deployed outside of the pt during preparation. The stent was still constrained within the outer member/sheath when removed from the tray. The locking pin was released easily. The sds was not used for the pt, and the procedure was completed with other new product.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.